Manufacturer narrative:
The customer stated the unit randomly shuts off with a black screen, red led flashing, and constant alarm. The customer stated the unit passed battery test and shows 15v then battery charges with no problems and yellow charge led is illuminated. The battery is 2 years old, and the power management (pm) printed circuit board assembly (pcba) is not affected by the field change order. The philips remote service engineer (rse) advised customer to try replacing the power switch overlay to correct the issue. The customer called back and stated that the unit runs on battery and when powered off does not power back on with battery power, ac power must be restored and unit turns on, customer requests part numbers for pm pcba and power switch overlay. The customer replaced the pm pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit powered down while transporting a patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated the unit powered down while transporting patient. The patient was moved to another unit. The rse aided customer on how to pull log from the unit to verify the error codes on the unit. The rse and customer verified all voltages on unit and all voltages check out. They verified that the battery was showing 15.6 volts and that the battery was showing charging when plugged in. The rse informed the customer to fully charge the battery and perform a battery test on unit. The unit is still not in service as of this time. The customer also added that they have replaced the battery and one of the boards and the unit is still having the same issue. Further information is pending.